Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead and implantable pulse generator (ipg) migration as confirmed via x-ray. The patient underwent lead and ipg revision procedure. The patient was doing well postoperatively. The devices remained implanted and in service.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 772532, UDI: (B)(4).